Event description:
"Us customer contacted cepheid to discuss a patients results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample 1 patient 1 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv. Results were returned as sars-cov-2 neg/flu a pos/flu b pos/rsv neg and reported to the physician. Sample 1 repeat 1 occurred on unknown date with unknown pcr methodology at core lab and resulted as negative for flu a and flu b. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm."

Manufacturer narrative:
"Us customer contacted cepheid to discuss a patients results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample 1 patient 1 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2/flu/rsv. Results were returned as sars-cov-2 neg/flu a pos/flu b pos/rsv neg and reported to the physician. Sample 1 repeat 1 occurred on unknown date with unknown pcr methodology at core lab and resulted as negative for flu a and flu b. Root cause is contamination and/or carryover. There is no evidence of product malfunction and no report of patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid."